Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction involving a relay transport device. The relay transport device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038).

Event description:
"Preoperative CT showed that there was no calcified plaque in the finest part of the external iliac artery in the patient. The elasticity of the vessel at (B)(6) years old should be able to pass through relay stent with an outer sheath diameter of 23f (7.6mm). The actual surgical conveyor cannot pass through the patient's external iliac artery. Doctors pull out the conveyor and think that the proximal end of the sheath of the conveyor is rough, tip head and sheath links are not smooth, leading to the conveyor cannot pass through the blood vessel. Doctors are afraid of injuring the blood vessels of the patient, so they dare not continue to try and change to medtronic to complete the surgery." Patient outcome: "there is no harm to patient. The operation finished by using medtronic products."

Event description:
"Preoperative CT showed that there was no calcified plaque in the finest part of the external iliac artery in the patient. The elasticity of the vessel at 56 years old should be able to pass through relay stent with an outer sheath diameter of 23f (7.6mm). The actual surgical conveyor cannot pass through the patient's external iliac artery. Doctors pull out the conveyor and think that the proximal end of the sheath of the conveyor is rough, tip head and sheath links are not smooth, leading to the conveyor cannot pass through the blood vessel. Doctors are afraid of injuring the blood vessels of the patient, so they dare not continue to try and change to medtronic to complete the surgery." Patient outcome: "there is no harm to patient. The operation finished by using medtronic products."

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay transport system. The relay transport is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (B)(4). The relay transport related event occurred in china.